Manufacturer narrative:
Concomitant medical devices: product ID: 3093-28, lot# v534979, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A healthcare provider reported that there was a suspected problem with a device or therapy and the patient had an infection along the lead and implantable neurostimulator (ins). The patient had a revision to remove the ins because of infection. No event date, symptoms, or diagnostics were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the onset of infection was (B)(6) 2014. The symptoms reported were pain in the buttock, low grade fever and erythema. The diagnosis performed was wound cultures with staph aureus present not (B)(6).